Event description:
During advancement of the stent delivery system to the lesion, a king occured and the shaft separated. The target site was a ramus artery lesion, which was characterized as an ostial de novo type b lesion 14mm in length, vessel diameter 2.5mm, and mild vessel tortuousity. The lesion was predilated. The shaft kinked during advancement towards the lesion, and subsequently, the shaft separated. This device was removed and the lesion was successfully treated with another bx sonic stent system. There were no adverse effects to the patient.

Manufacturer narrative:
The stent delivery system is available for evaluation and testing. However, the device has not been returned as of to date. However, any additional information will be submitted within 30 days upon receipt. This device is not distributed in the united states; however, it is similar to the manufactured bare metal stents that are distributed in the us.